Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.614.017; lot: 5920388; manufacturing site: salzburg; release to warehouse date: february 05, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the holding sleeve was received at us customer quality (cq) with scratches seen on the device but the threads of the device showed no signs of stripping or damage. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Functional test: a functional test could not be performed since the holding sleeve was returned by itself. Also, there were no visual defects found. The complaint was not able to be replicated, therefore, the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the outer threaded diameter of the shaft is within specification, based on drawing. Document/specification review: the following drawing(s) was reviewed; spring loaded threaded driver sleeve. Inner sleeve threaded driver sleeve. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date during an unknown procedure, the surgeon mentioned that the synapse holding sleeves with thread were poorly performing as it was becoming difficult to load a screw. Therefore, the surgeon replaced all four sleeves from the synapse system. The synapse holding sleeves looked slightly damaged at the distal end tip due to wear and tear. There was no surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 4 of 4 for complaint (B)(4).